Manufacturer narrative:
H6: the device was evaluated by ventec who reviewed the device's electronic records and observed data which confirmed that the reported issue of an unexpected device reboot (inop) did occur. Examination of the device logs revealed patient circuit disconnect alarms during ventilation therapy accompanied by oxygen therapy. Its logs also indicated that there were no external batteries or external power (i.e. Ac) connected to the device at the time of the unexpected reboot. This indicates that the ventilator had no additional power sources to facilitate the current draw required by both the blower and compressor based therapies without external power applied to the system. As a result of the device's power system design limitation, the device's internal battery entered a battery protection state which in turn caused the unexpected reboot. An internal inspection of the device was performed and no discrepancies were observed. Proper device operation was observed through functional and performance testing. The unexpected reboot condition could not be reproduced when operating the device as recommended and using appropriate external power sources. The vocsn clinical manual advises of the following: "ventec life systems recommends connecting vocsn to a continuous external power source whenever possible. During transport, ventec life systems recommends the use of external power or the removable batteries. Use the internal (non-removable) battery in case of power failure or power transition only." Based on the information available, the investigation determined that the root cause of the reported issue was user error.

Event description:
It was reported to ventec that the device would initially power on, but then power off by itself. In this condition, the device would be inoperable. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.